Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reports of receiving excessive unexpected restart alarms and signal too low alarms. Customer reports that display is showing a dark circle and an empty reservoir icon when there is still insulin in reservoir. Customer's blood glucose was 134 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.